Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited an alert for high out of range shock impedance measurements and noisy signals. Technical services (ts) was consulted and reviewed stored data. Ts discussed how based on available data, a pocket fracture was suspected for the electrode. Further in clinic examination was recommended. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited an alert for high out of range shock impedance measurements and noisy signals. Technical services (ts) was consulted and reviewed stored data. Ts discussed how based on available data, a pocket fracture was suspected for the electrode. Further in clinic examination was recommended. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.